Event description:
The customer reported that there was intermittent phacoemulsification loss during cataract surgery. A back up unit was used to complete the procedure. There was no reported harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to duplicate the customer reported phaco problem. System messages (sm) related to invalid fms (fluid mgmt system) ID were confirmed in the system's event log, however no sms related to phaco issues were found. The company rep replaced the u/s (ultrasound) controller pcba (printed circuit board assembly) and the cassette ID pcba for eval purposes. The system was then tested and met product specs. The root cause is unk. (B)(4).